Event description:
Customer reported that a taxol infusion ran over 3 hours instead of the intended 1 hour. No patient harm was reported. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should be received the devices for evaluation.